Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this system was explanted due to noise with oversensing, increasing shock impedance issue and high pacing thresholds. No pacing inhibition was noted. The pacemaker had migrated inferiorly and pulled the slack out of both leads. A new system was implanted at the same surgery. The right ventricular lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no lead characteristics that would have caused or contributed to the reported oversensing, high thresholds and dislodgement.. The lead was returned in two segments. The high shock impedance allegation was confirmed, based on the observation of calcification on both shock coils. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. The noise allegation was confirmed, based on the observation of a damaged distal shock coil with abrasion, partially flattened. The insulation abrasion is in the heart area.

Event description:
It was reported that this system was explanted due to noise with oversensing, increasing shock impedance issue and high pacing thresholds. No pacing inhibition was noted. The pacemaker had migrated inferiorly and pulled the slack out of both leads. A new system was implanted at the same surgery. The right ventricular lead has been returned for analysis. No additional adverse patient effects were reported.